Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-04144. It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances. Additionally, it appeared the lead had been pulled out of the ipg header. As a result, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-04144. Additional information received identified the scs system was explanted. Prior to the explant the patient met an sjm representative multiple times for reprogramming to resolve the issue to no avail.